Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/10/2019. Investigation summary: it was reported assembly incorrect implantable. An unopened sample of product code vcp311, lot mhm195 were returned for analysis. The box was not received for evaluation. During the visual inspection of the sample, identified with product code vcp311, lot mhm195 no defects were found on the package. The sample was opened, and the product into the packet belong to code vcp311. No further investigation could be performed due to the box was discarded by the customer and is not possible identified the batch number. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a box of suture was mixed from one package inside of another box. This occurred pre-operatively and was therefore not used on a patient. No adverse patient consequences were reported.